Manufacturer narrative:
The reporter was advised to clear obstruction inside all probes, but the issue still occurred. The field service engineer determined there was an obstruction inside the rinse water aspiration nozzles, causing water to overflow the cuvettes. The issue was resolved and there have been no further occurrences. The investigations determined the service actions resolved the issue. This event occurred in (B)(6). Facility name was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine, three patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3, and one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer. Roche manufactures two creatinine reagents, crej2 creatinine jaffé gen.2 and crep2 creatinine plus ver.2. It was asked, but it is not known which specific creatinine assay was used. The first patient sample initially resulted with a creatinine value of 1.2 mg/dl, which repeated as 0.55 mg/dl. The second patient sample initially resulted with an hba1c value of 7.8 %, which repeated as 5.6 %. The third patient sample initially resulted with an hba1c value of 6.7 %, which repeated as 5.4 %. The fourth patient sample initially resulted with an hba1c value of 6.4 %, which repeated as 5.5 %. The fifth patient sample initially resulted with an na value of 180 mmol/l, which repeated as 140 mmol/l. The creatinine and hba1c reagent lot numbers and expiration dates were requested, but not provided. The na electrode lot number and expiration date were requested, but not provided.